Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient would get 0-1 coupling bars when recharging. She would maybe get 1 coupling bar for 10 minutes and then all coupling bars would disappear and she would charge very slowly. This was stated to have started in (B)(6) 2014 following a radiofrequency burn. A communication problem was also reported; only the reposition antenna screen was seen on the implantable neurostimulator recharger (insr) when trying to recharge the implantable neurostimulator (ins). This was first seen the night prior to this report. It was noted that the patient had turned the ins off herself prior to losing the insr. An ins overdischarge was suspected. The last successful recharging session was at the end of (B)(6) 2015. The patient programmer (pp) was noted to need batteries so it could not be used for troubleshooting at the time of the call and the insr was found by the patient. Follow-up was performed to determine if any troubleshooting had occurred, if the overdischarge was confirmed, if the device was successfully recovered, if the patient was receiving effective therapy, if the charging issues were resolved, and if the patient had any further concerns. This event will be updated if additional information is received.